Event description:
On (B)(6) 2014, the patient underwent treatment of an ascending and descending thoracic aortic aneurysm using three conformable gore® tag® thoracic endoprostheses and two gore® viabahn® endoprostheses. It was reported the ascending aneurysm was repaired with a surgical graft. The descending aneurysm was reportedly repaired with the ctag devices down to the celiac artery. The viabahn devices were then implanted into the celiac artery to complete a snorkel procedure. It was reported there were no issues during implantation of the devices. Final imaging reportedly showed exclusion of the aneurysms, and the patient tolerated the procedure. On (B)(6) 2014, the patient expired. It was reported the cause of death is unknown, and it is reportedly unknown if an autopsy was performed.

Manufacturer narrative:
The patient¿s medications include: tramadol, simvastatin, metoprolol, lisinopril, and albuterol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the death could not be determined with the provided information. Additional devices implanted and involved in the event - tgu454515/12001722 and tgu373715/12083077.